Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted for the endovascular treatment of a 45mm thoracic aortic aneurysm.  It was reported the patient presented emergently 2 months post the index procedure with a ruptured thoracic aneurysm. It was reported a type iii endoleak was observed during the emergency procedure, the physician placed an additional stent graft with internal adhesive. As per the physician the cause of the rupture or type iii endoleak is undetermined but it was suspected that the type iii endoleak was judged to be due to abrasion of the aneurysm wall and stent graft. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported aneurysm rupture and endoleak were confirmed on the films provided; however, the cause and type of the endoleak could not be fully confirmed on the limited films returned. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Procedural angiograms including endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point was observed in the films provided; thereby, making determination of the endoleak difficult. Calcification seen along the length of the descending aorta, including proximal seal zone may have led to external fabric abrasion, therefore a type iii fabric endoleak cannot be ruled out as potential cause of the aneurysm rupture. Equally, a type ia endoleak cannot also be ruled out; the calcified landing zone may have led to insufficient proximal seal. From the limited films provided, only one stent graft was observed in the patient's thoracic aorta. This stent graft had a closed web configuration, which may have contributed to a possible type ia endoleak leading to aneurysm rupture. The IFU states that " devices with a closed web configuration should never be used as the most proximally implanted stent graft. A closed web proximal end conf iguration may be implanted as the primary section only when implanting multiple stent grafts in a non-tortuous segment of the descending thoracic aorta with the distal-to-proximal implantation technique." B5; additional information received: it was suspected that the type iii endoleak was probably an fabric hole endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.